Event description:
Upon reviewing the download data for a (B)(6) female pt, battery ir test failures were revealed. Zoll customer support contacted the pt and issued her a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation, both leads of c19 (high voltage capacitor) were broken free from the solder pad on the defibrillation board. The broken solder joints of the high voltage capacitors were likely caused by the monitor impacting a hard surface, as the monitor case showed signs of damage. No adverse event resulted from the damaged solder joints. The pt received a replacement monitor.